Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the leak was not determined since the product was not returned and insufficient clinical details were provided.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 82-year-old male patient presenting with high-risk percutaneous coronary intervention (hrpci). The patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. During the procedure, the physician noted that the 14f sheath diaphragm was leaking around the 7f companion sheath. The companion sheath was replaced with a 7f x 25 cm terumo pinnacle sheath, which resolved the leaking. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
D4. Primary UDI number, expiration date, and lot are unknown. H4. Device manufacture date is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. H6 health effect - clinical code e0506 add and e2403 removed. H6 medical device problem code a01 added.